Manufacturer narrative:
Device was not returned for eval.

Event description:
The bioraptor 2.3mm drill hole was prepared with an inline guide and the correct drill bit. The anchor was inserted and sutures secured tension to feel implantation of anchor into bone. The sliding knots were tied and upon locking the anchor pulled out of the bone. The surgeon had to release the suture from the capsular tissue and discard the anchor. Another hole was prepared adjacent to initial hole and another anchor was implanted and pulled out of the bone again. The anchor was replaced with a 2.9mm bioraptor anchor in the same drill hole and this anchor was successfully implanted and the sutures were tied.